Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was excessive smoke in the lower leg when using the vasoview hemopro 2. The harvester had harvested the upper thigh with no problem, then went back to get more vein from the lower leg, and smoke badly obscured view. The procedure was completed with the reported device. There were no patient effects. The lot number is unavailable, as the unit was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).